Event description:
Ventilator turned off and came back on. Start up screen was on vent asking if new patient. No audible alarms noted. Vent was still ventilating patient when it came back up. Sats 100% and patient was breathing comfortably. No adverse event with patient. FDA safety report ID # (B)(4).